Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan alleging that her onetouch ultra meter was not powering on. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue started on (B)(6) 2012. The patient informed the cca that she manages her diabetes with a combination of oral medication and insulin. The patient denied taking any action regarding her usual diabetes management regimen in response to the power issue. The patient reported developing blurry vision a couple of days after the issue started; however, denied receiving medical treatment. At the time of troubleshooting, the cca noted that alleged power issue was resolved with training. Replacement product was sent to the patient. This complaint is being reported because the patient developed signs/symptoms suggestive of a serious injury after the alleged power issue began.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.